Event description:
Pt on strict I & o. Nurse observed pump with single inlet cassette activating the flush feature allowing an add'l 25 ml of feeding per hour to infuse thus increasing the pt's intake beyond that ordered. Pump was taken to clinical enginnering for testing and this action was duplicated under controlled situation. Pump was taken out of service.